Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m6251t302 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19-sep-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was suspicion of an air leak from the suction catheter, which was placed on (B)(6) 2017. On (B)(6) 2017, the patient's saturation level dropped. The nurse replaced the suction catheter and the patient's saturation levels returned to normal. No further information has been provided at this time.